Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 491 mg/dl, which she treated via manual insulin injection. Troubleshooting for the high blood glucose was declined. The customer mentioned that bent cannula issues have caused her blood glucose to increase. No products were returned or replaced.